Event description:
Boston scientific received information that the patient with this product was in the hospital twice with chronic heart failure and developed an infection. The patient reported after numerous antibiotics zyvox was shown to work however the patient developed sudden blindness and was switched to intra venous vancomycin. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Our records indicate this product remains in service. Should additional information become available this report will be updated.